Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 400 mg/dl. The customer¿s current high blood glucose 187 mg/dl. The customer¿s blood glucose was 64 mg/dl in bolus history. The customer had treated with needles. The drive support cap was normal. Trouble shooting found pea sized air bubble moving around in the top of reservoir. Assisted in priming the air bubble out. The product will not be returned for analysis.